Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the renal artery. A 182cm angled tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the wire broke into two pieces inside the shaft of a non-bsc balloon catheter. The procedure was completed with a choice pt guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box labeled. The unit returned has wire broken, as part of overall visual revision. The device has the body kinked in different sections; besides, the device has the body broken at 57,8 cm from the proximal end and the other section measures 124 cm. The outer diameter of distal tip, middle of the device and proximal section were within specification; however, the overall length could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the renal artery. A 182cm angled tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the wire broke into two pieces inside the shaft of a non-bsc balloon catheter. The procedure was completed with a choice pt guide wire. No patient complications were reported.